Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the advantage system within 5 minutes: 1. Hi (result >600 mg/dl) and 70 mg/dl 2. 276 mg/dl and 100 mg/dl sets of results were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.